Event description:
The customer reported less than twenty (20) milliliters of blood and diluent leaked from the sheer valves and random access module into the drip tray and onto the counter involving coulter lh 750 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and face protection during the event. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control management plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the red stripe tubing between t fitting ft-13 and the diff shear valve was loose. The fse replaced the tubing and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).